Manufacturer narrative:
A kink on the distal end of the shaft was noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of internal hemostatic valve were found. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath.

Event description:
During a pulsed field ablation procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. A farawave catheter was removed from the sheath. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. Aspiration of the sheath was then performed, and upon insertion of a non-boston scientific catheter into the sheath, the physician attempted to aspirate the sheath but noted air ingress. The physician aspirated the sheath again, which was cleared of air, however, the physician acknowledged a hemostatic valve leak. The hemostatic valve was not leaking prior to ablation or at any other point during the procedure. The sheath was not exchanged by the physician as fluid and blood was backward flowing and not entering the patient, thus, the original sheath was used to complete the post mapping of the anatomy. No air was seen in the patient. No patient complications were reported. The sheath is expected to return for analysis.

Event description:
During a pulsed field ablation procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. A farawave catheter was removed from the sheath. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. Aspiration of the sheath was then performed, and upon insertion of a non-boston scientific catheter into the sheath, the physician attempted to aspirate the sheath but noted air ingress. The physician aspirated the sheath again, which was cleared of air, however, the physician acknowledged a hemostatic valve leak. The hemostatic valve was not leaking prior to ablation or at any other point during the procedure. The sheath was not exchanged by the physician as fluid and blood was backward flowing and not entering the patient, thus, the original sheath was used to complete the post mapping of the anatomy. No air was seen in the patient. No patient complications were reported. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.